Manufacturer narrative:
E! Updated correct institution, address ad country.

Event description:
It was reported that a patient expired in (B)(6) 2020. The patient was admitted and monitored without any pacemaker. Later the patient received a pacemaker but the customer failed to update the method of which the patient was being monitored to reflect the pacemaker. The customer believed they should have been notified to change the monitoring method.

Manufacturer narrative:
The customer informed a clinical practice specialist (cps) about the issue. The cps was informed that the customer was aware that their was no malfunction of the device and that the issue was user related. The customer simply wanted to bring to the attention of the business unit that they believe a warning message should be instated when monitoring of a previous patient resumes after they receive a pacemaker. There was no product malfunction of the philips device. The death was caused by a user error where the clinical user failed to update the patient monitor to reflect the fact that the patient was implanted with a pacemaker. The cps brought the issue to the attention of the business unit per the customers request.

Event description:
It was reported that a patient expired in (B)(6) 2020. The patient was admitted and monitored without any pacemaker. Later the patient received a pacemaker but the customer failed to update the method of which the patient was being monitored to reflect the pacemaker. The customer believed they should have been notified to change the monitoring method. The patient died.